Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. Md inserted the iab via a sheath into the right femoral artery. Pump alarmed "purge failure" less than 30 seconds after the iab was inserted and the pump was turned on. As a result, the clinician checked the connections and in the meantime, another pump was brought into the cath lab. The iab was connected to this pump and again the pump alarmed "purge failure." The iab was removed and another iab was inserted. This iab "worked great." There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.